Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 could not close properly and found that the left side rail was damaged. A field service engineer replaced the left rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system main drawer 6 failed, latch catch broken, would not close. The customer stated that there was no delay in patient care and they pulled the required medications from station next to this one. There were no adverse events or injuries reported based on this event.